Manufacturer narrative:
Health impact effect code: f26 component code: g01003 d8. Was this device serviced by a third party? No the complaint investigation for false positive architect sars-cov-2 igm results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. Clinical specificity and sensitivity testing were performed using an in-house retained kit of reagent lot 22606fn00 stored at the recommended storage condition. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Device history record review on lot 22606fn00 did not show any potential non-conformances, or deviations relating to the customers issue. Labeling was reviewed and found to adequately address the issue under review. The customer reported positive results for one patient sample when testing was performed with architect sars-cov-2 igm, lot 22606fn00. The patient sample was drawn on the 28 december 2020 and returned positive igm results of 1.42 and 1.44 index. The sample was also tested for igg with negative but elevated results of 0.72 and 0.79 index obtained. The patient was pcr positive in april 2020. At this time, duration and strength of the igm antibody response continues to be characterized; the kinetics of this response are unknown. In this case, the patient may have a stronger response to the spike protein and the igm response may be longer than anticipated. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. In this case, negative but elevated igg results were obtained for the sample. The study, quan-xin long et al, ¿clinical and immunological assessment of asymptomatic sars-cov-2 infections¿, natural medicine, showed that antibodies declined in both asymptomatic and symptomatic covid-19 patients during the early convalescence phase. It was observed that igg levels and neutralizing antibodies in a high proportion of individuals who recovered from sars-cov-2 infection start to decrease within 2¿3 months after infection. Based on the investigation architect sars-cov-2 igm reagent lot 22606fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igm reagent was identified.a3 - sex : initial: ni / updated: female.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6r87-22 that has a similar product distributed in the us, list number 6r87-20.

Event description:
The customer reported false positive architect sars-cov-2 igm results for a female patient. The patient was confirmed positive to having covid-19 by pcr method in (B)(6) 2020. The patient is still positive for sars-cov-2 igm antibodies 8 months later. The following data was provided on (B)(6) 2020 (sars-cov-2 igm cutoff is 1.00 s/c): sars-cov-2 igm = initial = 1.42 s/c; repeat on a second instrument = 1.44 s/c sars-cov-2 igg = initial = 0.72 s/c; repeat on a second instrument = 0.79 s/c there was no impact to patient management reported.